Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose was 125 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.